Manufacturer narrative:
Pc (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . Related events captured via: 2210968-2021-04643, 2210968-2021-04644.

Event description:
It was reported that a patient underwent a robotic assisted hernia repair and abdominal wall reconstruction on (B)(6) 2021 and suture was used. The suture appeared to be frayed midway. It was noticed intraabdominally. Staff described the tissue as hard like concrete and said that they were careful to not damage the material with the instruments. The case was completed with no patient consequences. No further event details have been provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/8/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number ramlbc, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one box and a needle/suture piece of product code sxpp1a401 could be observed. The suture piece was observed with body fluids, damaged on the barbs and the end of the suture broken appear to be by use. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.